Event description:
The hcp reported the pt recently had pump implanted and,on 03/2005,began to experience an increse the pain. The pt reports no significant evaluation on that date. At refill, a motor stall message was noted and there was a volume discrepancy noted.